Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had not urinated yet the morning of the report. The stimulation was increased to 2.3. Follow up information again reported the patient still could not urinate. The patient was directed to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.